Manufacturer narrative:
Pt had not returned to user facility at the time their report was submitted.

Event description:
Dr was not getting aspiration during procedure. The cassette was replaced and a grinding noise occurred. Felt that the lack of aspiration/fluid flow caused problem. During field engineer's visit on 9/16/96 the customer stated that a possible iris injury to pt occurred on 9/11/96 as a result of this event.